Manufacturer narrative:
The complaint could not be confirmed by the investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) was reviewed and no nonconformities were found that would have led to the reported complaint.

Event description:
A complaint involving a 25 units of spiros® closed male luer that experienced separation and leakage, the following issue was reported by the customer: ¿incident date: (B)(6) 2024. Patient initials: wag. A 63 years old patient treated with chemotherapy for a mantle cell lymphoma. During the infusion of aracytine, a disconnection has occurred between the spiros, the syringe and the tubing (chemotherapy administration system with syringe pump reference pe2110nc cair). The nurse confirmed that the tubing was properly connected to the spiros and that the device did not show any defects at the time of the chemotherapy placement at 8 a.m. On the incident's day. Consequences: loss of approximately 50% of the volume of the aracytine syringe. Leakage of the cytotoxic substance onto floor, but there was no direct contact with the staff nor with the patient.¿ .the incident has been reported to the ansm - french regulatory agency under (B)(4). The status of the product at the time of the event is during infusion. The product is not available for evaluation. The patient was stable, no one was harmed, no delay in therapy , the infusion wasn't carried on, the patient has received half the expected dose on incident date, there were no adverse events, there was no blood loss.

Manufacturer narrative:
A2 date of birth not provided. (B)(6) 2024 used as a place holder. Upon completion of the investigation a supplemental MDR will be submitted.